Event description:
It was reported that the patient was hearing patient alert tones for the right ventricular pacing lead impedance not being taken. The patient has paroxysmal atrial arrhythmias and the rhythm is such that every sensed event is falling into refractory and then the device per programming is not taking the impedance measurement resulting in the warning. The patient was mentally and emotionally upset by the beeping and gets scared easily by any issues with the device. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was hearing patient alert tones for the right ventricular pacing lead impedance not being taken. The patient has paroxysmal atrial arrhythmias and the rhythm is such that every sensed event is falling into refractory and then the device per programming is not taking the impedance measurement resulting in the warning. The patient was mentally and emotionally upset by the beeping and gets scared easily by any issues with the device. The device was reprogrammed and remains in use. No further patient alerts or patient issues have been noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance issues were noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(6) 2011. Programmer alert event data shows, two patient alerts for "rv pacing lead impedance not taken" on (B)(6) 2011 09:00:17 and (B)(6) 2011 15:00:18.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance issues were noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and (B)(4) 2011. Programmer alert event data shows, two patient alerts for "rv pacing lead impedance not taken" on (B)(4) 2011 09:00:17 and (B)(4) 2011 15:00:18.